Event description:
The customer reported via phone call that their blood glucose reading was missing from the insulin pump. Customer also reported the insulin pump's screen was distorted with a lines going across. Customer's blood glucose was 95 mg/dl. The customer stated they were unable to resolve the partial display with a new battery insertion. The insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked zebra connector. The insulin pump had minor scratches on lcd window, cracked case near display window corners, and cracked reservoir tube lip.